Manufacturer narrative:
(B) (4).

Event description:
While being hospitalized post implant for a deep vein thrombosis, the pt's device did not work and she had to wear diapers. The device worked fine after the pt was discharged. Additional info from the pt's healthcare professional was requested.